Event description:
The issue is with our kerrison rongeur from multiple manufacturers. The fundamental issue is that the design of these kerrisons do not allow them to be properly cleaned and sterilized. We have observed numerous instances of foreign material built up inside the lumens of the kerrisons. Our present fleet of kerrisons are not manufactured to be disassembled and cleaned. The recommendation from the manufacturers has been to wash then, put them in an ultra sonic cleaner and re-wash the device. This still has not removed the foreign materials from the device; therefore, we have been forced to disassemble this device and clean by hand; this causes wear on the device. We are now in the process of replacing our kerrisons with ones that are designed and manufactured so that the lumens can be cleaned properly.